Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid to distal right coronary artery (rca) with heavy calcification. Pre-dilatation was performed with a 2.5x30 mm trek balloon dilatation catheter. A rotablator was used to reduce calcification. Subsequently, intravascular ultrasound (ivus) was performed at the lesion. A 3.5x38 mm xience sierra stent delivery system (sds) was advancing with a guiding catheter and unspecified guide wire when resistance was felt with the anatomy. The resistance occurred at the proximal rca. During removal of the stent, it partially dislodged about a third way in the vessel. The physician inflated the balloon in an attempt to hold it in place and remove all as a single unit but decided to snare the partially dislodged stent all the way to the access site. Once at the access site, the stent completely dislodged and was in the radial artery. A cut-down surgery was performed to remove the stent and the separated guide wire tip. The patient is stable. The target lesion was not treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.